Event description:
It was reported that an attempt to pass the vision through the first bend in the ima failed. The device was withdrawn into the guiding catheter and two further attempts were then made to cross, but they were also unsuccessful. During the withdrawal from the vessel, the stent dislodged from the balloon in the proximal ima. No attempts were made to remove the stent from the anatomy and the pt was discharged from the hosp two days later. At the time of the report, the pt was reported to be doing well.